Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date), h4. Corrected: d4 primary UDI number, g1. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the aiming arm/ radiolucent, only signs of normal use and wear, however; the functionality should not be affected. A dimensional inspection for the aiming arm/ radiolucent was not performed as it is not applicable to the complaint condition. A complete interactional test was unable to be performed as the mating devices were not received to asses the interaction of the system. However a mating device (part number: 03.043.024) was used as resource to connect with the aim arm and was successful. Tn-advanced tibial nailing system suprapatellar approach surgical technique guide se_814686 rev. Af, the following statement are relevant. Nail insertion 1. Assemble insertion instruments connect the hexagonal ball at the tip of the screwdriver to the recess of the connecting screw by pushing both parts together until they snap into place and the connecting screw is retained to the screwdriver. Connect the insertion handle to the nail by aligning the markings on the nail with the two slots on the barrel of the insertion handle. Push both parts together until they snap into place. The connection holds the nail in place until the connecting screw is tightened. Pass the connecting screw through the insertion handle to engage with the nail and securely tighten it with the screwdriver. Remove the screwdriver. Precautions: ¿ ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. ¿ do not attach the aiming arm to the insertion handle at this point. 2. Insert nail insert the nail into the intramedullary canal through the protection sleeve. Monitor the nail passage across the fracture; control in two planes to avoid malalignment. Insert the nail until it is at or below the tibial opening. Check final nail position in ap and lateral views. 3. Check proximal nail position to check the insertion depth of the nail, insert a 3.2 mm guide wire through the hole in the insertion handle. Check proximal nail position under image intensifier control in the lateral view. The tip of the guide wire indicates the exact proximal position of the tibial nail. At this point, the trajectories of the three most proximal locking screws can be projected on a c-arm image. Attach the aiming arm to the insertion handle, by sliding it into the hook at the distal part of the insertion handle (1) and then rotating the latch towards the insertion handle for both parts to connect. Precautions: ¿ the distance between the markings on the insertion handle is 5 mm and corresponds to the extensions of the end caps. This feature can be used for over-insertion of the nail or for correcting the nail location within the medullary canal. ¿ if primary compression or secondary dynamization is planned, it is recommended to over-insert the nail by at least 7 mm, which corresponds to the maximum distance between the positions in static and dynamic modes. Protrusion of the proximal end of the nail can lead to irritation of the patellar tendon. The trajectories of the three most proximal locking screws can be projected on a c-arm image by placing the drill bit 03.045.022 through the dedicated holes in the aiming arm. Insert the protection sleeve 03.045.019 and drill sleeve 03.045.020 into the corresponding hole in the aiming arm and assess the trajectory of the screw by taking a c-arm image in which the projections of the drill bit and the drill sleeve overlay. If the driving cap has been used, remove it now. Remove the aiming arm, unless proximal locking is the next step. The overall complaint was not confirmed as the observed condition of the aiming arm/ radiolucent would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 03.043.029. Lot # 2032144. Manufacturing site: createc gmbh & co. Kg. Supplier : (B)(4). Release to warehouse date: 3/17/2023. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified note: DHR information was retrieved from (B)(4) as it is the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia nail procedure, the drill bit passed through the aiming arm and hit the nail, indicating a defect in the aiming arm. The same issue occurred in two separate cases using two different connecting screws. There was no reported patient or user harm, but each procedure experienced a delay of approximately five minutes. This report captures the second case while the first case is reported under related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant) h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.